Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which identified damaged primary packaging. The reported event was verified. The cause was determined to be related to the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the primary packaging of a solution administration set. This was noted before use. There was no patient involvement. No additional information is available.